Event description:
The customer reports that one patient sample generated an initial architect afp assay result of 325.64 ng/ml. The sample retested at 4.6 and 4.67 ng/ml. The customer states that the lower results fit the patient's clinical condition. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) visited the customer site and performed maintenance on the instrument. The wash zone manifold was cleaned. No erratic results have been generated since this isolated incident. The instrument logs are not available for return. Based on the available information, the cause of the customer's issue was not identified, nor was any deficiency identified for this complaint. A review of the complaint history for architect isystem (B)(4) over the period of time of (B)(6) 2008 through (B)(6) 2009 was performed. The service history review found no additional incidents of the architect i2000sr (B)(4) generating discrepant results during this time frame. The architect system operations manual (B)(4) 2008) and the architect alpha-fetoprotein (afp) reagent package insert (B)(4) contain sufficient information to address the customer's issue. A malfunction of the system was not identified, because the instrument was performing as intended. After the field service engineer performed maintenance on the instrument and cleaned the wash zone manifold, the issue was not observed again. This is a final report.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.